Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a routine incoming inspection, it was observed that the stardrive screwdriver shaft was bent. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.467; synthes lot: h623083; supplier lot: n/a; release to warehouse date: october 01, 2018; expiration date: n/a; manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: visual inspections revealed that there was no bent condition of the device's shaft. Further observations reveal that the distal tip threads were found slightly twisted / dent. Hence, the complaint is confirmed. No other defects were found. The received condition agrees with the complaint description. DHR review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: the exact cause of the reported condition is unknown. After a visual inspection, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.